Event description:
It was reported that a contour stent was to be used in a ureteric stent placement procedure, and, during unpacking, the stent was found folded and cut. A photo of the device showed that the stent shaft was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this contour vl ureteral stent underwent a thorough analysis. Visual analysis of the device did not reveal any damages and issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break could not be performed through product analysis. A conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour stent was to be used in a ureteric stent placement procedure, and, during unpacking, the stent was found folded and cut. A photo of the device showed that the stent shaft was broken. The procedure was completed with another of the same device and there were no patient complications reported.